Event description:
An optician reported that a pt experienced a centrally located corneal ulcer in his left eye associated with wear of a focus night & day diagnostic trial lens. The pt told the optician that the lens started to irritate his eye during a trip to the theater and that his eye then became very painful overnight. He sought care at a hospital based urgent care facility on the advice from a pharmacist the next day. The pt was prescribed antiobiotic drops. The reporting optician examined the pt. And observed a central corneal ulcer (approx. 3mm) with 6mm stroma haze. The pt is still under treatment from the physician at hospital based urgent care facility. Pre-event acuity reported as 6/5, os. Scarring is expected. No further info is available at the time of this report.